Event description:
In 2009, pt reports the infusion device is "losing its prime". Pt reports, she changed the insulin cartridge and infusion set when she received a 'low cartridge alert'. She called 2 hours later regarding high blood glucose, and found air bubbles in the insulin cartridge and infusion tubing. Both were primed out, and pt was able to return the infusion device to run mode. Pt states, her blood glucose remained elevated with a meter reading of hi (>600 mg/dl) and she was experiencing high blood glucose symptoms. She states, she attempted to prime a new infusion tubing and it would not prime. Primed infusion tubing during call and pt reports no insulin is dripping out of the infusion tubing. Pt reports this is the 3rd time she has primed this infusion tubing with 25 units of insulin. She states, she sees the piston rod has moved during the prime and does see a small air bubble in the infusion cartridge. Pt reports, she does not see any air bubbles in the infusion tubing but she also does not see the infusion flowing through the infusion tubing either. She states, she has another insulin cartridge that is already loaded. Had her go through the procedure of changing the infusion cartridge. She primed the infusion set and this time the insulin was dripping out before it got to the complete 25 units, but she let it complete the prime. Placed the infusion device in run mode and reattached it to her infusion site. Pt tested her blood glucose at this time with a result 585 mg/dl. Confirmed with pt that there was insulin in the insulin cartridge that she just removed. In the next day during call back pt reports her blood glucose is still elevated, around 200 mg/dl. Her normal blood glucose range is 120-150 mg/dl. Advised pt to change the adapter with every 10th insulin cartridge change. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Pt states she discarded the used infusion set; product was replaced.

Manufacturer narrative:
No product will be returned for eval.